Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes d10: returned to manufacturer on: (B)(6)2020. H6: investigation summary one unused sample and one photo was provided to our quality team for investigation. Upon visual inspection, no damage or molding defects were observed in the syringe that could have contributed to the reported incident. A device history review was performed for reported lot 2003280, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and found to be within required specifications. Additionally, testing was performed on the returned sample and results were found to be acceptable. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from french to english: "the problem concerns the whole batch of 20ml syringes bd plastipak which here is the batch number: 2003280 a priori it might be a problem due to the piston which freezes and does not advance when the syringe is placed in a pusher-electric syringe, regardless of the brand of the syringe pusher. On the other hand there is no problem when preparing the drug in the syringe that can be handled, it is well when the syringe is placed in the syringe pusher, it does not advance and always sounds occlusion"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "the problem concerns the whole batch of 20 ml syringes bd plastipak which here is the batch number: 2003280 a priori it might be a problem due to the piston which freezes and does not advance when the syringe is placed in a pusher-electric syringe, regardless of the brand of the syringe pusher. On the other hand there is no problem when preparing the drug in the syringe that can be handled, it is well when the syringe is placed in the syringe pusher, it does not advance and always sounds occlusion".